Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robotic colon resection. Event description: the pad from the tip of the grasper detached and fell into the patient's cavity. It was removed successfully, and the case was completed. Product is available for return. Additional information provided by [name] on 6mar2024 via email: I am still waiting for additional information about how the graspers were being used at the time of the incident. However, I do know that there are not any photos taken. Patient status: no patient injury. Intervention: the pad was removed from the patient successfully.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of pad detachment. Based on the condition of the returned unit, it is likely that the pad detachment occurred during use due to the latis material unraveling and releasing the pad from the jaw. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic colon resection. Event description: the pad from the tip of the grasper detached and fell into the patient's cavity. It was removed successfully, and the case was completed. Product is available for return. Additional information provided by [name] on 6mar2024 via email: I am still waiting for additional information about how the graspers were being used at the time of the incident. However, I do know that there are not any photos taken. Patient status: no patient injury. Intervention: the pad was removed from the patient successfully.